Manufacturer narrative:
PMA/510(k)#: k182980. Supplemental report is being submitted as a cancellation report as the complaint no longer meets the description of a reportable incident (confirmation received from qe on 17-dec-24 that this complaint file can be cancelled. As per IFU 0040 which accompanies these devices, instructions related to ¿multiple stent placement¿ are provided within the instructions for use, therefore there is no use error.) FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
Supplemental report is being submitted as a cancellation report as the complaint no longer meets the description of a reportable incident (confirmation received from qe on 17-dec-24 that this complaint file can be cancelled. As per IFU 0040 which accompanies these devices, instructions related to ¿multiple stent placement¿ are provided within the instructions for use, therefore there is no use error.) FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
(B)(6) 2016 date of first implant procedure in common hepatic duct. No adverse events related to the procedure. Pre-stent dilation in intrahepatic duct. Post-stent dilation was performed intra stent. Re-current biliary obstructions (B)(6) 2016. No documented signs/symptoms. Intervention performed 98 days post procedure. Treatment endoscopic intervention new study stent in stent. The site determined the event to not be related to the study device or procedure, related to progression of pancreatic cancer. Sepsis (biliary) (B)(6) 2016. 83 days post procedure. No treatment. The reintervention for recurrent biliary obstruction was noted to be successful. On (B)(6) 2016, the patient died. The cause of death was sepsis. This file will capture x 01 case off of use error for placing the new study stent in the stent.

Manufacturer narrative:
PMA/510(k)#: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.